Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness, congestion in eyes and nose, loss of hearing and sinus infections. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal/throat irritation or soreness, congestion in eyes and nose, loss of hearing and sinus infections. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of indeterminant white contamination found near air inlet, indeterminant black particles and white dust-like contaminants observed on top of blower box, black dust-like contamination observed on the air outlet, white dust-like contaminants observed on top of blower, black residue consistent with findings of keratin observed on blower box at outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e-4 and 1 instance of e-200. The manufacturer concludes there was evidence of black residue consistent with findings of keratin observed on blower box at outlet, white contamination found near air inlet, black particles and white dust-like contaminants observed on top of blower box, black dust-like contamination observed on the air outlet, white dust-like contaminants observed on top of blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.